Event description:
It was reported that during a routine device upgrade procedure, the patient's chronic right atrial (ra) lead dislodged after multiple cannulations of the coronary sinus. The ra lead was explanted. The replacement atrial lead helix no longer would extend after multiple attempts to place the lead. The lead was not used and a different ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4) the lead was returned and analyzed. There were no anomalies found. There was distal and proximal blood not obstructed on the conductor. The distal end electrode was covered with blood and body tissue. The outer insulation was melted and had environmental stress cracking. It was visually noted that there was explant damage.